Event description:
Applied medical bariatric trocar broke off near the insertion site during surgery. All broken pieces were recovered. Manufacturer response for applied medical trocar ctf71, (brand not provided) (per site reporter): not known.